Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, data synchronization tab was giving error that object reference not set to an instance of an object. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data synchronization was failed. A field service engineer (fse) confirmed the station was on the hospital network but unable to connect to the server. Extensive troubleshooting was performed, and local hospital it confirmed the issue was not on their end. Tss (technical support specialist) coordinated with fse after reviewing case details and suggested the issue aligned with ka (medstation es ¿ full sync failure post 1.7.4 upgrade - error starting grpc call). The station was reviewed with fse, and server communication status was confirmed. A station backup was performed, synchronization status and datasync logs were checked, and the station was operational at the time of review with no errors matching the reported issue. Fse confirmed with the customer that the issue had been resolved internally. No further troubleshooting was required, and case closure was requested. The system functioned as intended after the field service engineer repaired the device.